Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. A re-intervention was carried out. It was reported that during follow-up, a separation between the top stent and the covered stent graft was visible. A type ib endoleak was also noted on the distal right side. The physician stated the cause of the event could not be determined. An intervention is planned. No additional clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case reported that an intervention was performed approximately 8.5 years post index procedure to resolve a type iii disconnection endoleak observed on the left side and the type ib endoleak observed on the right; however, no intervention was performed to treat the proximal issues at this time. No other clinical sequelae were reported. Films review summary: the exact cause of events could not be determined. However, there appears to have been disease progression and aortic remodeling which likely contributed to these events. Films prior to implant and earlier post-implant films were not available. CT¿s returned from 66 month post-implant revealed that the endurant stent graft system had been implanted into the patient¿s severely angulated neck, and the maximum diameter aaa measured ~74mm. The bifurcate aortic body and infrarenal neck were angulated ~75deg a-p at the flow divider; relative to the distal aorta. There were short distal seals within both iliac limbs but no clear endoleak was seen. CT¿s from 103 months post-implant revealed that the infrarenal neck angulation had increased to ~110deg a-p. In addition, the posteriorly positioned suprarenal stent distal apex appeared to have detached from the bifurcate proximal fabric; there was ~10mm of separation between the stent and the proximal stent graft marker. No proximal type I endoleak was seen. Since the 66-month CT study, both iliac limbs had been extended with an additional endurant limb, and a stent had also been implanted into both external iliac arteries. The max diameter aaa has increased to~100mm, and continued marginal distal stent graft radial apposition within the iliacs was observed, especially on the right side. Although no clear endoleak was seen, it is possible that the aaa was being pressurized via the marginal distal seal(s). Although the amount of neck angulation at implant is unknown, it is most likely that the increasing neck angulation during the implant duration led to the partial suprarenal stent detachment. It is also likely that continued disease progression (iliac artery dilation) contributed to the marginal distal seal which led to the aaa expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images review summary: the exact cause of the events could not be determined from the limited film provided. The anatomy at implant is unknown and additional films from the recently reported events were also not provided. A single sagittal CT slice from an unknown date was returned. The proximal location of the bifurcate within the neck (relative to the renal arteries) could not be determined; however, the infrarenal neck was noted as severely angulated ~80 deg a-p relative to the distal aorta. The reported suprarenal stent severance from the bifurcate could not be assessed from the single CT slice provided. It is possible that the severance was related to the severely angulated neck, with disease progression and aortic remodeling being a potential contributor to this event. Two of the implanted limbs (likely from the left side) were observed within the large aaa sac, and the reported limb disconnection was seen within the distal sac. At the disconnection the limbs were angulated ~55deg to each other, and there was a likely type iii junctional endoleak as contrast was seen posterior to this disconnection. The exact cause of the limb detachment could not be determined. The amount of initial limb overlap is unknown. It is possible that excessive limb angulation due to morphology changes may have led to the limb disconnection. The reported distal type I endoleak reported from the right limb also could not be assessed from the films provided and the cause could not be determined. As per the previously returned post-implant CT¿s, it is possible that continued disease p rogression (iliac artery dilation) with a resulting marginal distal seal then led to the endoleak. Images post-intervention were not available. If information is provided in the future, a supplemental report will be issued.